Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the error 2 error message on the reported meter; she was unable to obtain a blood glucose reading. The patient took the action of consuming less food and drink. The patient noted she managed her diabetes by drinking cola soda. On (B)(6) 2013, the patient experienced the symptom of cerebral hemorrhage, and was taken to the emergency room. The patient was treated with ibuprofen. Troubleshooting revealed the patient was using another manufacturer's test strips in the one touch ultra2 meter, which would cause the error message issue. The meter and test strips were replaced. The patient's technique was incorrect by using the incorrect test strips with the reported meter. However, as the patient allegedly suffered severe symptoms and received emergency medical attention after the meter issue occurred, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.